Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged high blood pressure. There was no report of patient harm or injury. The device was returned and the manufacturer confirmed high blood pressure, found evidence of foam degradation during device evaluation. In previous report, section b was mentioned incorrect. Correct "describe event or problem" should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged high blood pressure. There was no report of serious or permanent patient harm or injury. The device was returned and the manufacturer confirmed high blood pressure, found evidence of foam degradation during device evaluation. The manufacturer received new information - the device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found discoloration of plastic inside top enclosure, front panel, rear panel, and bottom enclosure, white dust-like film observed on top of blower box, grey dust-like contamination observed in bottom of bottom enclosure, black residue observed in edges of air inlet of blower box, white dust-like contaminates and hair-like objects observed on top of blower, black residue consistent with findings of keratin observed at blower outlet and on blower outlet seal. The manufacturer found evidence of foam degradation residue adhered to the fitt. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacture concludes contaminates found were consistent with discoloration of plastic inside top enclosure, front panel, rear panel, and bottom enclosure, white dust-like film on top of blower box, grey dust-like contamination in bottom of bottom enclosure, black residue in edges of air inlet of blower box, white dust-like contaminates and hair-like objects on top of blower, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The manufacturer concludes evidence of sound abatement foam degradation in the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged high blood pressure. There w as no report of patient harm or injury. The device was returned and the manufacturer confirmed high blood pressure, found evidence of foam degradation during device evaluation.